Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked in the packaging. This occurred prior to patient use. The bag contained synthamin parenteral nutrition solution. There was skin contact with tpn solution; however, soap and water were used to rinse with no further issues noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured between may 20, 2023 to may 23, 2023. H10: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs showed droplets on the overpouch and sample surface from an apparent leak of the container filled with a solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted which identified a damage spike port generated during manufacturing process during the manufacture of this lot; the lot was sorted and impacted product scrapped. Should additional relevant information become available, a supplemental report will be submitted.